Event description:
The patient underwent aortic valve replacement in (B)(6) 2012 at which time a 23mm trifecta tissue valve was implanted successfully. In (B)(6) 2014, the patient had difficulty breathing and was hospitalized. A tte was performed and showed mild aortic insufficiency. The following week, the patient became more symptomatic and was transferred to another hospital where a toe was performed and vegetation was suspected just below the valve. The valve was explanted due to suspected infective endocarditis. When the valve was examined post-explant, no vegetation was found but the right coronary cusp was reportedly torn away from the commisure to the sewing ring. A 23mm non-sjm valve was implanted. The trifecta valve was sent to microbiology which found no pathogens consistent with endocarditis. The patient is scheduled to be discharged this week.

Manufacturer narrative:
Gtin: undetermined as the lot and serial numbers are unknown.

Manufacturer narrative:
The trifecta valve was not returned to sjm despite efforts to retrieve it for further analysis. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.